Event description:
It was reported, due to excessive scarring, dr. (B)(6) opted to bring the pt back to the operating room to remove the scar tissue. While he was doing the surgery he decided to change the insert to the one listed.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.